Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no other complaints associated with the lot for the reported issue. No sample has been returned for evaluation for the report of detached cannula; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. These complaints will be reviewed and monitored at regular intervals for future trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the upper part of the trocar cannula was detached when the instrument was inserted and ejected. The procedure was completed after replacing the trocar cannula with another one. There was no patient harm. Additional information and product sample have been requested.